Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient had redness at the implant site and he had multiple falls in the last month. It was stated that the device was removed and would be implanted in 4-8 weeks. The rep mentioned that the patient went to their hcp reporting redness at the implant and lead site. The rep noted that the hcp removed the ins and lead the following day due to infection. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the infection and falls were not determined. There were no further symptoms or complications reported or anticipated.